Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
(B)(6) 2026: on the fourth day of use, a rupture was discovered in the connecting tubing of the indwelling cannula. The product was replaced.